Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument to perform failure analysis. The instrument was analyzed and found charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the midpoint of the yaw pulley near the grip cables. The instrument grips were manually manipulated, and the instrument passed electrical continuity test on all attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with no signs of arcing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted incisional hernia abdominis muscle release surgical procedure, a burn mark on the hinge of fenestrated bipolar forceps (fbf) instrument was observed. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no arcing was observed during the procedure. There was no patient injury due to the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf) instrument for failure analysis testing; however, it has not been completed.